Event description:
It was reported that a (B)(6) year old female patient underwent breast prosthesis implantation surgery with two 300cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via mammogram and ultrasound, with spontaneous right breast implant rupture. The patient felt lumpiness under the right breast and free silicone was seen with mammogram. As a result, the patient has been scheduled for implant removal and replacement with mentor gel implants on (B)(6), 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture . Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 300cc breast implant had a crease/fold extended from the anterior to the posterior view. In addition, a tear was noticed extended through both views and within the crease/fold on the posterior aspect, measuring approximately 11.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.